Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer contact olympus technical assistance support to report front panel flashing, and when pressed the spring-loaded tab in the output socket, would stick momentarily before returning to its normal position. Found during inspection for use involving a xenon light source. There was no patient involvement reported.